Event description:
The customer returned the flex video scope to the service center for evaluation related to a separate issue. During testing, the field service engineer identified the device channels contaminated with various bacterial strains. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.